Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: unable to determine with retain testing. Source: email

Event description:
Customer reporting a 4% flu b positivity rate for asymptomatic patients (off-label use). No confirmation testing was performed.